Event description:
The welds holding the scooter knee rest to the mounting stem broke, my knee slid off and my foot that recently had surgery hit the floor causing much pain. It is a walgreens knee scooter that gives mobility to people that have no or minimal use of an ankle or foot. It has four wheels, is steerable and has brakes.